Manufacturer narrative:
Examination of the lens fragments returned to rxsight after explantation did not reveal obvious signs of abnormal zone formation; however, this may be due to the cuts made during explantation. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient had a light adjustable lens (lal, sn (B)(6), +21.5d) implanted in the right eye on (B)(6) 2022. The first light treatment was completed on (B)(6) 2023, with no further prescribed light treatments or lock-ins performed, and the patient returned to clinic on (B)(6) 2024, complaining of halos, glare, and rings in vision. Upon slit lamp examination, the treating physician noted a "raised" area within the implanted lal consistent with zone formation. On (B)(6) 2024, the lal was explanted, and a new lal was implanted as a replacement. Rxsight's first awareness of this event was on 08/15/2024.